Event description:
Consumer stated that she experienced swelling in her face and throat, nausea and vomiting, and pain in her abdomen, chest, arms and legs after using firm hold denture adhesive cream. She stated she was in bed for three days because of the symptoms. No med attention was sought for the symptoms described. Consumer stopped using the adhesive and began to feel better approx one day after use.

Manufacturer narrative:
The suspect sample and a sample from the same lot were examined for physical attributes. Both samples were found to be within specification. The reserve sample was tested for microbial contamination. The sample did not yield any microbial growth. A review of the compounding and packaging process did not identify any recorded incidents that were related to the complaint issue. The product was determined to be performing as expected.